Event description:
Two (2) discordant falsely elevated carbon dioxide (co2) patient sample results were obtained on a dimension vista 500 system. The results were reported to the physician(s). The same patient samples were reprocessed on an alternate dimension vista system. The reprocessed sample results were lower and considered correct. Corrected results were reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated co2 results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely elevated carbon dioxide (co2) patient samples and out of acceptance range quality control (qc) results obtained on a dimension vista 500 system after replacing the q-gard water filter. Siemens healthcare diagnostics headquarters support center (hsc) concluded that the event was due to a water quality issue caused by operator error with incorrect replacement of the q-gard filter during the routine wpm (water purification module) maintenance. Hsc has reviewed the information provided and concluded that a potential product problem was not identified. The siemens rsc representative worked with the customer and performed a correct q-gard replacement and water purification module (wpm) flushing which returned the co2 quality control to within acceptable range. The instrument is operational. The device is performing according to specifications. No further evaluation is required.